Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging lungs affected, coughing, difficulty breathing/short of breath. There was no report of permanent or serious patient harm or injury.